Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was reusing cartridges. Tandem technical support educated the customer that cartridges are labelled as single-use products. Customer continued to use the existing cartridge. There was no reported adverse impact to the customer's blood glucose level.